Event description:
Physician using applicator to clean out a trocar and a piece of the cotton came off the swab and entered the patient abdominal cavity. The cotton was retrieved. The incident occurred in august. No lot number or sample available.

Manufacturer narrative:
We are unable to reproduce the claimed defect from our retention samples, in house product testing and review of history inspection batch records. (B)(4). This incident is recorded in our trend analysis system and we will monitor for equivalent events.